Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported that intraocular pressure was elevated in the patient. It was thought that there may have been an issue with the gas used with the system. There was no harm to the patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported a ¿potential gas issue and elevated intraocular pressure (iop). The surgeon confirmed an issue with ¿pressure was elevated with the patient but everything was okay.¿ the site wanted to review how the syringe was hooked up to the system. A week later the customers requested how to draw the gas up. The company representative provided instructions to the surgeon. The company representative was requested to provide documentation with a list of names and dates of which techs were trained for gas/syringe use. The surgeon was given the information.¿ the customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The company representative provided training material to the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿gas issues¿ can be attributed to a customer use error. (B)(4).